Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc)/aorta perforation, fractured, tilt, ivc occlusion and embedded. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via right internal jugular vein due to deep vein thrombosis (per the ivc implant operative report). It is alleged that the complaint device fractured and the patient was injured without further explanation. Per the attempted ivc filter retrieval report dated (B)(6) 2014, ¿indications for surgery: an mr venogram demonstrates occlusion of the infrarenal inferior vena cava, bilateral common and external iliac veins. Description of procedure: I chose the common retrieval system to bring down and could not engage with the tip of the retrieval system of the filter. It appeared to be well embedded into the inferior vena cava, and I really could not make contact with hardly any section of the filter. I could grasp the small support arm but could not get anywhere near the whole of the main body of the filter. I therefore elected to abandon this.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿an infrarenal ivc filter demonstrates 3 intact prongs, all of which appear to extend beyond the margins of the inferior vena cava. One of these prongs is bent cephaladly and also perforates the abdominal aorta (series 300 image 41, series 2 image 36). There is question of a possible fractured prong along the right lateral side of the filter. A suspected prominent fragment is seen within the inferior vena cava, partially coursing through and inferior vena cava stent but appearing to extend beyond the margin of the stent as well as the inferior vena cava. The apex of the filter abuts the anterior margin of the inferior vena cava and the filter is mildly angulated towards the left side of the body.¿